Event description:
It was reported that the pump battery could not be charged. This led to the customer visiting the emergency room and subsequent hospitalization, where they were found to have a high blood glucose level of 446 mg/dl, high ketones identified as life-threatening, and a kidney infection. The customer performed multiple daily injections (mdi) to manage their blood glucose levels and received treatment including IV fluids, saline, insulin, and antibiotics, which resolved the issue without any permanent damage. The customer was discharged from the hospital on (B)(6) 2025.